Manufacturer narrative:
Initial reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that battery was requested for replacement. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that battery was defective. Device was in use at time of event but no patient harm reported. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the battery will need replacement. The custoemr was sent replacement battery to rectify malfunction. If additional information is received the complaint file will be reopened.